Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had erased settings when changing batteries as well as insulin had squirted from infusion set when priming. Customer's blood glucose level was unknown. Customer also reported that they had been required to prime or rewound more than once. Customer had received false or unexplained no delivery alarms. Customer stated that the insulin pump said he needed less insulin than he normally uses per day also battery life diminished but not less. Insulin pump will not be returned for analysis.